Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "suture flicked during surgery leaving the tiny bead at end of suture, leaving it inside patient while surgeon performing anterior repair. Surgeon ordered x-ray to ensure location of product inside patient". Additional information received states that "the 'dart' was seen on x-ray post op and is embedded in the patient. She has not been brought back into the theatre to remove it as they believe it would cause more damage". The patient's current condition is unknown.